Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision recommended. Left - xl. Reason for revision : unknown.

Manufacturer narrative:
Asr revision recommended, left, xl, reason for revision : unknown. Update - alert date (B)(6) 2017 - claimsuite & scf received. Reasons for revision confirmed - component loosening / pain / noise / alval / soft tissue reaction / increased cobalt. Added patient harms, additional surgeon name, hospital name, amended date of implant, added revision date, amended product complaint category for all products and added product awareness date & failure code taken from scf/claimsuite dated (B)(6) 2017. Update (B)(6) 2017: email notification from (B)(6) received. There is no new information. This complaint was updated on: (B)(6) 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update - alert date 14 feb 2017. Reasons for revision confirmed - component loosening (unknown device)/ pain / noise / alval / soft tissue reaction / increased cobalt.